Event description:
During a fractional flow reserve (ffr) procedure, a dissection of the right coronary occurred up to the aorta. The dissection was treated with 2 stents. The patient was stable following the procedure.

Manufacturer narrative:
As the product was not returned, we are not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications, we do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use requiring corrective action. It was also noted there was no difficulty experienced navigating the device during the procedure. We will continued to closely monitor the performance of this product for any significant trends.